Event description:
It was reported that non-sustained lead noise episodes due to post-paced t-wave oversensing were observed. Programming changes were recommended. The patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.